Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their implantable cardioverter defibrillator in backup vvi mode after the device was not properly set up for a magnetic resonance imaging (MRI). The device was successfully recovered from backup vvi mode. There were no patient consequences.